Event description:
Pt had traumatic fracture to left humerus on 3/18/97. Open reduction on 3/18/97 with attempted insertion of two 7/64 threaded pins (which broke during insertion). Surgeon elected to leave imbedded pieces in place, fracture site fixed with one more 7/64 threaded pin and an aisf cancellous screw 4.5 x 72mm. X-ray on 3/19/97 revealed that screw had fractured as well as the full 7/64 pin. Revision of reduction on 3/20/97 with removal of all above mentioned metal fracture fixated with 9/64" threaded pins x two. Pt. Discharged 3/23/97.